Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a hospital pharmacist that the customer was hospitalized for high blood glucose. The customer's insulin pump was stored in the fridge due to insulin still being in the reservoir. No further details were given, and no products were returned or replaced.